Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Evaluation of product indicates fracture is due to the age of the product. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage from prolonged use, and through misuse or rough handling. Care must be taken to avoid compromising their exacting performance. To minimize damage, the following should be done: inspect the instrument case and instruments for damage when purchased and after each use and cleaning. Incompletely cleaned instruments should be re-cleaned, and those that need repair set aside for repair service or return to biomet."

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2013 utilizing a tensioner-crimper trochanteric grip. While the surgeon was securing the cable, the crimper fractured. The fractured pieces were retrieved from the wound.